Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed due to an intermittently shorted j1 battery connector on the ca board, causing the monitor to not power up when using the battery pack. The root cause of the shorted j1 battery connector cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.